Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 & h6. The service repair technician (srt) duplicated the reported complaint. The central control monitor (ccm) booted up normally, but once the cursor control was not responding to touch toward the bottom of the screen on the perfusion screen. The srt performed screen calibration, but the issue remained. It was determined that the touch screen was defective and was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a touchscreen issue on the lower right portion of the screen, where the cursor did not match the touch points, even after calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.